Manufacturer narrative:
Investigation summary: bd received 378 samples, along with eight photos and one video for investigation. The photos and video depict multiple tubes containing numerous small diameter bubbles suspended in the separation gel. A total of 30 samples out of the 378 returned were randomly selected and visually inspected for gel air bubbles. Gel air bubbles was observed in the returned samples. Additionally, 30 retained samples were also visually inspected and no tubes contained gel air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel air bubbles. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there is air bubbles in the gel in 200 tubes. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there is air bubbles in the gel in 200 tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.